Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient didn't tighten his minicap and the minicap fell on the floor in the middle of the night. The home patient picked up the minicap from the floor and reconnected without cleaning the end of the minicap which resulted in a breach in aseptic technique and caused peritonitis. The home patient (hp) was not hospitalized for the peritonitis. The hp was treated with unspecified antibiotics and had his catheter replaced. The hp was retrained on proper aseptic technique. The patient was recovered from the peritonitis and continues on peritoneal dialysis (pd) therapy.